Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite and replaced the front panel assembly and main switch to correct power loss issues. Unit was not tested because it needs a main pcb (printed circuit board) due to a bad transducer. It failed the zero calibration for exhalation flow transducer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported a xdcr (transducer) fault on the vela ventilator that also needs pm (preventive maintenance). At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to confirm the reported issue through the events log and duplicated during functional check. The exhalation flow transducer failed. The main pcb (printed circuit board) was replaced. Necessary calibrations and check-outs were performed. Uvt (user verification tests) and ovp (operational verification procedure) were performed. All tests and calibrations passed.